Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the placement of an epicardial left ventricular lead the right atrial lead dislodged. The lead was replaced.